Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the splenic flexure of the colon on (B)(6), 2011 during a stent placement procedure. According to the complainant, the patient's anatomy "was not necessarily tortuous, but the position of the stent was in a curve." During the procedure, the physician attempted to deploy the stent; however, the handle came all the way back to the "fully deployed area" and the stent never deployed. Reportedly, "it was as if the tension in the delivery system completely gave way" and the catheter broke. The stent was removed from the patient fully constrained on the delivery system and another stent was used to complete the procedure without any patient complications. The patient's condition was reported to be okay post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.